Manufacturer narrative:
The patient's cause of death was unrelated to the study device. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Report source: foreign- (B)(6). During the index procedure, the product worked as intended. The device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2015, a stellarex catheter was used to treat the target lesion of the left mid sfa. Approximately 54 months post index procedure, the patient expired on (B)(6) 2018. The cause of death is unknown; however based on clinical evaluation, it is unlikely that the study device caused the patient¿s death, but likely due to the patient's known co-morbidities.